Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-05584. This report is in reference to a (B)(6) patient. It was reported the patient has been receiving inadequate therapy. An impedance check revealed high impedance. X-rays were taken and revealed possible lead fracture. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-05584. Follow-up revealed the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.